Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment on (B)(6) 2024. The infusion set was in use for two days. No further information available.